Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch report # mw5114500: it was reported that during intra-aortic balloon (iab) therapy, the iab was unable to be inflated. The physician assistant (pa) was at bedside and removed the iab and sheath. A femostop was placed and no air inflated due to no bleeding at site. Hematoma remained stable. Right femoral arterial line was placed. It continued to ooze/ bleed from right femoral central line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.